Manufacturer narrative:
The event of anaphylactic reaction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "having an allergic reaction (with anaphylactic shock)." Patient additionally reported "did environmental, skin and food tests, all resulted negative." The device has been explanted. This record represents the right side.

Event description:
Patient further reported "edema¿, ¿burning¿.

Manufacturer narrative:
Reason for reoperation reported as anaphylactic reaction.